Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used along with a 1t gastroscope during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021 for treatment of a stone in the bile duct. The patient was placed under general anesthesia and a gi advanced fellow began the procedure using a gastroscope. The view of the papilla was not optimal, and the physician was unable to cannulate. A decision was made to switch to a duodenoscope, prior to reaching the g-j anastomoses. While withdrawing the gastroscope, the fellow encountered blood in the lumen of the afferent limb. No clear bowel wall defect was observed, and the patient was hemodynamically stable. An exalt model d duodenoscope was then introduced to continue the procedure. The exalt scope was able to pass beyond the g-j anastomoses but could not navigate into the afferent limb. It was noted that there were one or two inadvertent passes down the efferent limb. After the fellow had difficulty navigating to the afferent limb, a second physician took over the procedure. He cleared blood from the lumen and was able to enter the afferent limb. He encountered a mucosal laceration with some bleeding, but no evidence of perforation proximal to the g-j anastomosis. The patient remained stable. A radiographic image of the abdomen was taken and there was no evidence of intraperitoneal air. As a result, a decision was made to continue with the procedure. The physician was able to gain selective access to the bile duct, obtain a cholangiogram, do a sphincterotomy and fragment the 12mm stone. The duct was cleared successfully. As the duodenoscope was withdrawn, the same mucosal tear was encountered in the afferent limb proximal to the g-j anastomosis. After withdrawal of exalt scope, the physician reintroduced the gastroscope to inspect the g-j anastomosis. There was some friability but was not actively bleeding and appeared intact. When he attempted to pass the 1t gastroscope into the afferent limb he found it to be very tortuous and difficult to enter. The mucosal laceration was encountered, and with the visualization of the gastroscope, a 2 to 2 and a half centimeter, full thickness perforation was observed on the left wall of the afferent limb in what was thought to be the mesenteric side of the small bowel. The physician consulted with surgery and it was decided to operate on the patient. The surgeon remarked that the operative field resembled a minefield with the density of adhesions and the angulation of the bowel. The surgeon performed an open laparotomy and had to perform an extensive adhesiolysis to isolate the afferent jejunal limb and identify the perforation. The perforation could not be oversewn easily so a segmental resection was done with primary anastomosis. The patient recovered with no evidence of post-operative complications. It was noted by the physician that he was unsure if the perforation occurred during the original passage of the 1t gastroscope or during use of the exalt model d scope. The physician also noted that the perforation was not related to the function of the exalt d scope and stated that this would have happened with a reusable duodenoscope.